Event description:
It was reported that a e360 ventilator's compressor was noisy and losing air. The customer did not provide patient involvement information. The ventilator was evaluated by a third party service provider and the customer reported issue was confirmed. The motor bearing was found to be damaged and requires replacement. The motor was replaced, which resolved the condition. The ventilator passed self-testing. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.